Manufacturer narrative:
(B)(4). The sample was returned for evaluation. A visual exam was performed and it was observed that a shard of clear plastic has broken away from the base of the plastic light housing. Based on the visual exam the complaint was confirmed. A CAPA was opened to address this issue.

Event description:
Customer complaint alleges "fiber optic light broke in patients mount during intubation with dr. (B)(6). Crna removed fiber optic and verified with glide scope that no pieces remained." It was reported there was no patient injury.

Manufacturer narrative:
(B)(4). The device involved in this complaint has not been received by the manufacturer at the time of this report. The investigation into this complaint is still in progress.

Event description:
Customer complaint alleges "fiber optic light broke in patient's mount during intubation with dr. (B)(6). Crna removed fiber optic and verified with glide scope that no pieces remained." It was reported there was no patient injury.